Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with blood glucose (bg) levels of 54 mg/dl following use of the ilet system. The event was managed by ingestion of glucose tablets and did not require hospitalization. No long-term health effects were reported.